Manufacturer narrative:
A follow up report will be filed upon recept of the device and completion of the investigation.

Event description:
It was reported that during procedure for removal of pelvic infix, the tip of the driver snapped off into a screw head during screw removal. A rod was inserted into the screw head to back out/remove the screw with broken tip. The difficulty resulted in a ten minute delay to the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned t20 screwdriver shaft noted that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned as it was discarded. Hardness testing found the driver shaft met specification requirements. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of product complaints found no emerging trends. The cause of tip breakage cannot be positively determined. However, results of scanning electron microscopy on the fractured surfaces showed evidence of a torsional shear quasi-static failure starting at the hex lobes and extending to the center of the shaft. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.